Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten all the buttons dome switches. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported keypad issues. Customer states that act button of the insulin pump is not working. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).